Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was able to duplicate the reported event. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.